Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that follow up CT scan showed that the stent graft had migrated 8 cm distal to the renal arteries. The proximal edge of the stent graft was sitting in the aneurysm sac. In addition, the 20 mm cuff implanted in the right common iliac artery appeared to have separated from the 16 mm limb. The physician implanted an endurant iis bifurcate and two endurant ii limbs (contra, ipsi), resolving the event. Per the physician, the cause of event was due to dilation of proximal aortic neck and the patient was lost for follow up. No additional clinical sequelae were reported and the patient is fine.